Event description:
It was reported that during a shoulder arthroscopy, metal shavings in the pt's joint was noticed. Allegedly, the metal shavings were suctioned out and procedure was completed successfully. No adverse consequences were reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.